Event description:
It was reported that the caller experienced a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully started their sensor session afterward.